Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. It was noted that the pump was not working. The device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. It was noted that the pump was not working. The device was explanted and replaced. There were no patient complications reported.